Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2: checked user facility as this was inadvertently missed on the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the air/water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection revealed foreign material in the air/water nozzle. Worn angle wires were observed. As such, the bending angle in the up direction and movement of the up/down knob did not meet the standard value. The right/left knob also did not move smoothly. Additional findings included a damaged body control unit; chipped, scratched, cracked, worn out adhesive on the bending section cover; scratched switch box and switch 1; peeled paint on and a shaved suction cylinder; peeled paint on the air/water cylinder; corroded and scratched up/down knob; and scratched bending section cover, lever, right/left knob, control unit, and connecting tube. The aforementioned findings were noted to be due to mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the evis lucera colonovideoscope to the olympus service center due to an angulation malfunction. Upon inspection and testing of the returned device, it was observed that there was foreign material in the nozzle. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.